Manufacturer narrative:
(B)(4). Complaint sample was returned and evaluated against the reported event. Visual examination of the returned product confirmed the presence of creases in the seal. One of 40 sterile pouches contained a crease in the seal that has caused a void. The seal measures less than 7/32inch at the crease which is a non-conformance. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during warehouse inspection, a crease was found in the sealing area of the sterile package. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.